Event description:
It was reported that unit gives an e3 error. Led light won't come off standby. Makes screeching noise while running.

Manufacturer narrative:
Additional info will be provided once investigation is completed.